Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device: tf4040c114xj.

Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. Due to deteriorated renal function, the patient had received plain CT in the follow up. It was reported that a recent CT revealed aneurysm enlargement due to an unknown endoleak. There were no type I endoleaks present. However, the physician believed that there was is a type iii separation or a type iii fabric endoleak since an endoleak was observed to be originating between the two stent grafts. The cause of the event cannot be determined. No clinical sequelae were reported and the physician will monitor the patient.

Manufacturer narrative:
Film evaluation summary: the exact cause of the taa expansion could not be determined from the films reviewed approximately 6 years post-implant. Earlier post-implant images were not available for review and comparison, and it was reported that the patient was unable to have contrast CT follow-up¿s due to a deteriorated renal function. Contrast was seen within the 8cm taa, primarily along the inner curvature at the junction of the two stent grafts. There appeared to be adequate junctional overlap of ~4cm, and 3d CT reconstruction did not find any junctional integrity issues or stent fractures. Although it is possible that this was from a type iii junctional endoleak, it appears most likely that the source of the contrast was from a type iii fabric endoleak from one or both devices. The exact cause could not be determined. The endoleak occurred within an angulated (arch inner curvature) and overlapping component location and it is therefore possible that the fabric tear(s) may have been caused by fabric/stent overlapping wear. A slight amount of thrombus was also observed within the distal stent graft; the cause could not be determined.

Event description:
Additional information received. The physician elected to implant another manufacturer's stent graft and the endoleak was resolved.